Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. The customer switched to using manual injections to ensure insulin delivery was not interrupted, and technical support arranged for a replacement pump to be shipped to the customer.